Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon left inside the body [foreign body in reproductive tract]. Tampon not intact when I took it out [device breakage]. Case description: consumer reported via e-mail that tampon was left inside body. No serious injury reported.